Event description:
The manufacturer received information alleging a low circuit leak alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, operational checking with a test breathing circuit being used was performed and low circuit leak alarm was duplicated. Confirmed in the event log that low circuit leak alarm was logged on the day of the reported event. A functional test was performed and the device failed flow test steps during testing. The device's sensor board was replaced to address the issue.